Event description:
Information received indicates when emergency trendelenburg is activated; the bed will not go into trendelenburg.

Manufacturer narrative:
The technician found that the CPR/trend valve was stuck and not responding. He replaced the valve to repair the bed.